Event description:
The customer reported the ventilator's backup battery and external batteries depleted during use on a patient. The customer reported the ventilator alarmed and there was no patient harm. Review of the ventilator's diagnostic log verified the device was operating on battery power until it depleted, at which time the ventilator will shut down and alarm as specified due to loss of power. The manufacturer's field service technician reported testing of both batteries passed and they were fully charged. The service technician completed extended self testing (est) and performance verification testing and tests passed to operating specifications. This event is being reported as a user error due to failure to maintain the batteries as specified. Per specification, when ac power is not present the ventilator will switch to external battery and alarm and continue ventilation until depletion, and then switch to backup battery and alarm with a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.